Event description:
In the process of contacting the pt's family to notify them that the pt's device may be nearing end of service, it was discovered that the pt had passed away. Exact cause of death is unkown at this time. There is no evidence at this time that the ncp system caused or contributed to the reported event.